Event description:
Medtronic recall of pacemaker generator. The patient received a recall notice in the mail regarding her pacemaker. She was evaluated in the cardiologist's office 2 weeks ago which showed normal ddr pacer function, but medtronic recommended replacement due to potential for malfunction. The patient has sick sinus syndrome and is paced 82% of the time. The battery longevity was noted to be 5 to 28 months. The patient was referred for generator replacement and was discharged in stable condition.